Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump received software error and the trace pointers are invalid. The customer¿s blood glucose level was 9 mmol/l. The customer had to change the battery every 6 hours. The device will be returned for analysis.